Event description:
The passeo-14 peripheral balloon catheter was selected for dilatation of a mildly calcified lesion in the mid anterior tibial artery (ata). The balloon was positioned at proximal part of the ata lesion and inflated up to rated burst pressure twice. It leaked during third inflation at 10 atm.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected balloon has been inflated and was deflated in the as returned state. Upon inflation with 7 atm (np) the balloon opened normally but the pressure did not hold. A fine jet of water was seen to emerge from the distal balloon portion. Microscopic inspection revealed a pinhole at the distal end of the distal x-ray marker. In close vicinity to the pinhole deep scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the patients anatomy.